Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was noted on the ventricular lead via stored egm. The patient will be brought in for further investigation. Testing for noise with movement and programming changes were recommended. No patient symptoms were reported. The patient has intact condition.

Event description:
New information received indicates that programming changes were made. The patient was not symptomatic.